Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation outside the patient, the balloon was not dilated, and it could not be used normally. The procedure was completed using another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinally torn. Please see block h11 for full investigation details.

Manufacturer narrative:
Block d2b: the remaining pro code (product code) are fdt and knq; reported here as pro code (product code) exceeded the character limit for the designated field. Block h6: imdrf device code a0414 captures the reportable investigation result of balloon longitudinally torn. Block h11: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn, which leads to the reported failure to inflate. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was longitudinally torn, which leads to the reported balloon failure to inflate. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal found. Therefore, the most probable root cause is an adverse event related to procedure.